Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician had difficulty inserting a competitor left ventricular (lv) lead into the device, resulting in the setscrew being lost in the grommet seal. It was also noted that the device's lv setscrew would not engage. The device was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: product event summary: the device was returned and analyzed. Analysis of the returned device was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.